Manufacturer narrative:
This investigation is ongoing.

Event description:
The user facility reported that the tip that was used had sparking. There was no error code. The user discontinued the treatment with the tip and plugged in a new one and had no more issues. It left a little burn mark on the patient's skin but it was resolved with no damage left. It was a very small spot on the patient and was completely resolved.

Manufacturer narrative:
Based on the evaluation of the data, the hp and system performed as expected. Errors seemed to have occurred due to improper hand technique. A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. Based on the evaluation of the data, the handpiece and system performed as expected. Evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. Investigation found damage to the radio frequency trace are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the treatment tip. It was reported no permanent damage or scarring would occur because of this event.

Manufacturer narrative:
The product was evaluated and the following was found: the tip first used at 7:37:32 pm on (B)(6) 2020 and was used for (88) treatments. The tip passed the flow test and failed the leak test. The tip failed the visual inspection for burnt traces on the surface membrane. Dielectric breakdown was observed. The tip passed thermistor test and functional testing was not performed due to tip damage. Tip damage on the surface membrane could not be confirmed. A review of the data card evaluation from the upload showed underforce during radiofrequency. Based on the evaluation of the data, the hp and system performed as expected. Failure to maintain constant force until the tone ends can result in an unsafe condition. The plant evaluation is underway. Investigation is ongoing.